Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a red rash under the lifevest equipment. The area was described as appearing like low temperature burns. It was reported that the patient went to the hospital. The patient's physician advised reducing the lifevest wear time during the day due to the rash. Outcome of the rash is unknown.